Event description:
Boston scientific received information that during the recent implant of this device the electrogram (egm) showed something. Boston scientific technical services (ts) was consulted and suggested that it could be air bubbles and that it was likely not frequent enough to cause inappropriate therapy. The patient was admitted overnight and the device remains implanted. Attempts to gain additional information have been unsuccessful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.